Event description:
Patient had 5fu pump (c-series 100ml, lot: 30217130, exp: 041025) 2ml/hr attached on (B)(6) 2023. When presenting to appointment on (B)(6) 2023 to unhook, patient stated his pump did not infuse. Pump appeared to be infusing when checked the day prior. Patient declined wearing another pump and stated he was done with this one. Port flushes fine, all clamps open, sensor was taped appropriately. Pump discontinued and port flushed per protocol. Patient discharged home.